Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while charging the pump with a specific adapter and charging cable, the pump became hotter than usual. There was no temperature alarm. Reportedly, customer used another adapter/cable to charge the pump. There was no reported impact to customer's blood glucose.